Manufacturer narrative:
The returned device was investigated and the condition of the device was consistent with the reported event. Clearly the msd had fractured. Further investigation produced evidence that the device had been bent or kinked significantly prior to insertion into the pt and attempted operation. The kinking of the msd most likely damaged the conductor wires such that during rf application the device proceeded to fracture. No corrective actions were identified.

Event description:
During treatment of an arterial occlusion, as the msd was being removed from the iddc, the physician noted, the msd had fractured. The entire device was removed from the pt. No complications or adverse events were reported.